Event description:
During a low anterior resection procedure, when trying to fire the instrument, they released it and it had no staples inside. Used a new instrument to complete the case. No pt consequence.